Event description:
It was reported that the nurse stated they were cooling a patient to 36c. The patient ended up cooling past the target and was 33.7c. The water temperature did not seem to be warming and was around 10c. Nurse stated they tried using the rewarming portion to warm the patient but seemed to have the same issue. They had switched to a different machine which had been running for about 25 minutes, but it still did not seem to be warming the water. Confirmed device was currently in normothermia with targeted temperature (tt) was 37c, water flow rate (wfr) was 2 l/min, and water temperature (wt) was 23.2c. Discussed controlled rewarming, the device may be slowly rewarming the patient which was why the water temperature was mild. Suggested swapping back to hypothermia and set up under rewarming. Nurse selected hypothermia, targeted temperature (tt) was 33c, nurse adjusted to current patient temperature (pt) 34.2c so that the rewarm from would adjust. Nurse confirmed rewarming settings and started therapy. Explained if the rewarm from was set to 33c, it would have cooled the patient and then began rewarming. This may have been part of the issue on the first device when they tried rewarming, but it was hard to guess without it currently on. Informed nurse to monitor over the next hour and call back if the patient was still not warming. Also informed nurse once the patient reaches the rewarming target, the device will swap to normothermia. The duration will count up in normothermia. They may want to swap back to hypothermia to utilize the cooling duration and then rewarming when they were ready for the patient to rewarm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were cooling a patient to 36c. The patient ended up cooling past the target and was 33.7c. The water temperature did not seem to be warming and was around 10c. Nurse stated they tried using the rewarming portion to warm the patient but seemed to have the same issue. They had switched to a different machine which had been running for about 25 minutes, but it still did not seem to be warming the water. Confirmed device was currently in normothermia with targeted temperature (tt) was 37c, water flow rate (wfr) was 2 l/min, and water temperature (wt) was 23.2c. Discussed controlled rewarming, the device may be slowly rewarming the patient which was why the water temperature was mild. Suggested swapping back to hypothermia and set up under rewarming. Nurse selected hypothermia, targeted temperature (tt) was 33c, nurse adjusted to current patient temperature (pt) 34.2c so that the rewarm from would adjust. Nurse confirmed rewarming settings and started therapy. Explained if the rewarm from was set to 33c, it would have cooled the patient and then began rewarming. This may have been part of the issue on the first device when they tried rewarming, but it was hard to guess without it currently on. Informed nurse to monitor over the next hour and call back if the patient was still not warming. Also informed nurse once the patient reaches the rewarming target, the device will swap to normothermia. The duration will count up in normothermia. They may want to swap back to hypothermia to utilize the cooling duration and then rewarming when they were ready for the patient to rewarm. Per follow up information received via phone on 11jun2025, spoke with nurse and charge nurse on speaker phone who confirmed sn (B)(6) had been involved, but they were not sure which order they were used. They stated therapy had recently been initiated by the time the call was made to the helpline. Their supply education manager had checked and confirmed the rewarm setting was causing the patient to cool down first. They chose to rewarm in normothermia and had no issues. A biomed and the educator checked both devices functionality and found no issues. Both devices remain in service.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A root cause could not be definitively identified. Nurse stated they tried using the rewarming portion to warm the patient but seemed to have the same issue. They had switched to a different machine which had been running for about 25 minutes, but it still did not seem to be warming the water. Confirmed device was currently in normothermia with targeted temperature (tt) was 37c, water flow rate (wfr) was 2 l/min, and water temperature (wt) was 23.2c. Discussed controlled rewarming, the device may be slowly rewarming the patient which was why the water temperature was mild. Suggested swapping back to hypothermia and set up under rewarming. Nurse selected hypothermia, targeted temperature (tt) was 33c, nurse adjusted to current patient temperature (pt) 34.2c so that the rewarm from would adjust. Nurse confirmed rewarming settings and started therapy. Explained if the rewarm from was set to 33c, it would have cooled the patient and then began rewarming. This may have been part of the issue on the first device when they tried rewarming, but it was hard to guess without it currently on. Informed nurse to monitor over the next hour and call back if the patient was still not warming. Also informed nurse once the patient reaches the rewarming target, the device will swap to normothermia. The duration will count up in normothermia. They may want to swap back to hypothermia to utilize the cooling duration and then rewarming when they were ready for the patient to rewarm. Per follow up information received via phone on 11jun2025, spoke with nurse and charge nurse on speaker phone who confirmed sn (B)(6) had been involved, but they were not sure which order they were used. They stated therapy had recently been initiated by the time the call was made to the helpline. Their supply education manager had checked and confirmed the rewarm setting was causing the patient to cool down first. They chose to rewarm in normothermia and had no issues. A biomed and the educator checked both devices functionality and found no issues. Both devices remain in service. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.